Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to protruded/loose drive support disk. Failure analysis was unable to perform occlusion, prime, the excessive no delivery test due to compromised force sensor system alarm. Pump received with minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
The mother reported via phone call that the customer received a compromised force sensor system alarm. Customer's blood glucose was 400 mg/dl at the time of incident. Troubleshooting found the customer's drive support cap appeared to be normal. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.